Event description:
The attachment was returned to stryker instruments for service. During functional testing by a service technician, metal shavings and debris were found coming from the attachment. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.